Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the episodes, noted loc and recommended an in-clinic visit to evaluate capture and assess to rule out any other potential issues. The field representative confirmed the loc through lead testing, and a chest x-ray. No adverse patient effects were reported. This lv lead remains in service.